Event description:
A report was received via social media that the patients wires slipped and the entire area became infected. The patient was sent to the emergency room (ER) and underwent an explant procedure. No further information could be obtained.